Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. Additionally, blood was also in/on the helix mechanism.

Event description:
It was reported that the lead perforated the myocardium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.